Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient attempted to change out supplies, but the cartridge did not slide fully into the chamber. Upon further investigation, it was determined that a previous cartridge had broken inside the device and left a piece of glass. The patient was able to remove the glass, insert a new cartridge, reconnect the device, and resume insulin delivery. It was noted that the patient had been consistently overfilling cartridges to 200 ml instead of the recommended 180 ml, and the agent advised that overfilling may have contributed to the cartridge breaking. The blood glucose was not affected. The patient requested a new box of cartridges due to concern, and the agent arranged shipment via standard shipping. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.